Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated they received the open book image on the insulin pump screen. Customer said she took off the insulin pump before going to the beach. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a flashing white display due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error (open book image) alarm due to display anomaly. Moisture damage was also found on the motor and force sensor during visual inspection.